Event description:
Surgeon was using a robotic permanent hook during a robotic cholecystectomy. When removing the instrument through the robotic trocar, the instrument became lodged against the trocar due to a separation of the alumina ceramic sleeve covering. The trocar and instrument were then removed as one unit. It was then noted that it was due to the separation of this protective covering. The surgeon then performed an intensive search of the abdominal cavity with the primary storz video equipment to ensure that there were no broken portions inside the patient. The result was negative for any retained material. It is unknown when the separation occurred.